Event description:
It was reported that during a prostectomy procedure, the device would not open. It is unk how the device was removed. Sutures were used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.